Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported per a (B)(4) received on (B)(4) 2014 from (B)(6): date of event (B)(6) 2013. The pt became progressively short of breath, had vt, resp failure, renal dysfunction, hepatic dysfunction and hemolysis. Family decided to withdrawal support upon post mortem. Pump explant inflow and outflow graft thrombosis noted. Outcome death (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be determined. The product was not returned for investigation. The attached user facility report # (B)(4) was received from the intermacs registry. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the anti-coagulation/international normalized ratio (inr) for the patient at the time of the event was 2.3. The hospital ran the patient''s inr lower in the 1.7-2.0 range due to multiple gi bleeds. No autopsy was performed and the pump was not explanted.